Event description:
Event description boston scientific received information that during the implant procedure, the guide wire broke off inside the lumen of this left ventricular lead. The lead was removed and the guide wire was back loaded into the lead to remove the broken segment. A new lead was implanted. No adverse patient effects were noted.